Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The anesthesia control board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed for a system malfunction. Once the unit was rebooted, the alarm cleared. There was no report of patient involvement.